Manufacturer narrative:
The axium coil was not returned for evaluation as it remains implanted in the patient; product analysis could not be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil non-detachment during a procedure. The patient was undergoing coiling treatment of an unruptured, saccular aneurysm on the right side. The devices were prepared as indicated in the IFU. The patient's vasculature was medium tortuosity and aneurysm size was 8mm. During the procedure, the microcatheter was advanced to the intended location and the framing coil was placed. Two detachment attempts were made using an instant detacher without success. The manual detachment method was then attempted one time also without success. Ultimately, the coil as able to be detached and implanted in intended location after manipulation of the pushwire. There were no reports of patient injury in association with this event.